Manufacturer narrative:
The date of event and therapy date was sometime in 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set could not be tightly connected with the minicap. This was noted after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An evaluation of the actual sample was completed for the reported connection issue. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The device met product specifications related to the reported event. Therefore, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.